Manufacturer narrative:
(B)(4). This lot was manufactured between october 23, 2014 to october 24, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection revealed a fragment from the duckbill valve component, floating in the fluid of the reservoir. The fragment of duck-bill valve was identified to be polyisoprene material via fourier transform infrared spectroscopy test. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter in the reservoir. There was no patient involvement. No additional information is available.